Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with placement of a 3.0 x 33 mm xience prime stent in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient died at home. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the stent remains in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.